Manufacturer narrative:
A visual inspection was performed on the gui pcb and no anomalies were observed. An investigation was performed and the reported issue was duplicated. The root cause of the reported event was isolated to the video graphics array (vga) controller on the gui pcb. A visual inspection on the flow sensor was performed and no anomalies were found. No fault was found with the returned flow sensor. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and replaced the gui board, flow sensor, and backlight inverter boards. The unit passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, an 840 ventilator had an erratic graphic user interface (gui) display. The ventilator was not in use on a patient at the time the event occurred. The covidien service engineer (se) inspected the device and replaced the gui board, flow sensor and backlight inverter to correct the issue. The unit passed all testing and operates within the manufacturing specifications.